Manufacturer narrative:
(B)(6). The returned anchor was broken into three pieces. Severe bending of inner driver was found on inserter shafts. The condition of the inner driver tips is consistent with off-axis insertion, which can lead to anchor breakage. A review of the device history records and complaint files confirmed that no additional complaints have been reported and no abnormalities were noted during the manufacturing process for this lot. After the evaluation the most likely root cause for the reported issue was determined to be user error. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during an arcr operation, two anchors broke. One anchor broke while the healthcare professional hammered the handle. All broken pieces were removed from the joint. The second anchor broke when the healthcare professional threaded four sutures into the eyelet outside the body. There were no reported patient injuries. No other complications were noted.